Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device leaked during filling. The device was being filled with 5-fluorouracil when it was observed that the drug was leaking into the housing. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of leaking into the housing was confirmed. The root cause was determined to be missing film wrap. Batch review determined that no nonconformance reports were opened during manufacturing of this lot. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.